Event description:
Customer appeared weak and incoherent. Family member checked blood glucose and received a result of 146mg/dl. Because of symptoms family memeber called paramedics. 25 minutes later when the paramedics arrived they tested and received a result of 36mg/dl. The customer was given glucose to raise their blood glucose. Level on control was out of range. The customer leaves glucose strips out of the original vial. A request was made for the return of the suspect device and replacement product was sent.